Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes.d10: returned to manufacturer on: 2021-03-29.investigation summary: bd received 136 nexiva 20 gauge single port units from lot 0301177 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage to the units. A random sampling of 76 units was selected and used for testing. They were microscopically inspected for any damage but no obstructions, kinks, or damage to the tubing was found. Next, a water/air leak test was performed on the units. No obstructions were found to the fluid pathway and leakage was not observed in any unit. In addition to the returned units the engineer was provided with a photo of the reported defect. While no issues were found with the returned units it was clear in the provided photo that the device's tubing had ballooned. Therefore, based off the visual inspection and testing the engineer could not identify the reported defect but based off the provided photo the engineer was able verify that the device's tubing had ballooned. Unfortunately, since none of the returned units exhibited the observed defect a definitive root cause could not be determined but this type of defect can occur if a power injection was used during treatment. If the psi used is greater than the specified amount it can cause the tubing to balloon.

Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port tubing bulged. This occurred on 137 occasions. The following information was provided by the initial reporter: material no.: 383517 batch. No.: 0301177. It was reported that there was a patient safety issue. (B)(6) 2021-patient had a section of the IV catheter that bulged out and thinned on the non-patient end of the saline lock. Noticed by the nurse and had to change IV.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20 ga x 1-1/4 in single port tubing bulged. This occurred on 137 occasions. The following information was provided by the initial reporter: material no.: 383517, batch no.: 0301177. It was reported that there was a patient safety issue. (B)(6) 2021 patient had a section of the IV catheter that bulged out and thinned on the non-patient end of the saline lock. Noticed by the nurse and had to change IV.